Event description:
Customer reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.